Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 140-150mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. (B)(6).customer expressed dissatisfaction of it.